Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was not returned for analysis. The crimped stent was detached from balloon. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon may have been subjected to positive pressure. The balloon wings were disturbed from their folded positions. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure or manipulation. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. The bumper tip of the device showed no signs of damage. A visual and tactile examination found one hypotube kink 172mm from the end of the hub. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18may2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 14x2.5mm target lesion was located in the non-tortuous left anterior descending artery (lad). A 2.50x16mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detached.